Event description:
On (B)(6) 2011, pt reported he returned his infusion device due to the recall notice and has not received a replacement infusion device. Pt stated he returned it a few weeks ago. Pt reported he had been experiencing issues with the infusion device a few months back. Pt stated he could not recall what was wrong with the infusion device, but thinks it's either the up or the down arrow button that was not responding when he would attempt to bolus. Pt reported the button started working fine again so he continued to use it as normal. Pt stated he returned the infusion device through ups with a postage paid envelope; does not recall the address. Unable to locate the alleged infusion device. Pt previously reported concern with the buttons on (B)(6) 2009. Pt reported at that time concern with the buttons when performing a quick bolus; pt did not feel any vibrations. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and alleged product has been returned for eval.